Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a react-68 catheter ruptured intact at the distal tip. Simple suction thrombectomy, the thrombus burden was large. After the second thrombectomy was withdrawn, the catheter tip was found to be damaged. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing left internal carotid artery terminal acute occlusion and recanalization. Vessel tortuosity was moderate. The access vessel was the right femoral artery with a diameter of 6.4mm. No patient symptoms or complications were reported.